Manufacturer narrative:
The device was received and evaluated by engineering. Verified small portion of outer cannula hub had broken off. Preliminary evaluation indicates damage consistent with a large amount of force. Evaluation continues and this report will be updated when evaluation is complete.

Event description:
Received report from user that the outer cannula's internal locking area had broken following multiple re-use over a period a months. No patient harm reported.